Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: battery failed" error message (1124). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "check vent: battery failed" error message (1124). During troubleshooting, the customer reported that the battery is approximately six years old; battery volts were read, and it was noted that the battery was at 16.2 volts. The customer had previously purchased replacements batteries, and inquired about the status, as they have not been received yet. The rse noted that the customer's order has been expedited. The repair is pending.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the battery was replaced, and the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.